Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Image review: submitted images appear to display a fractured screw.

Event description:
It was reported that post-op, the screw was fractured. Patient underwent revision surgery and the screw was removed.